Event description:
It was reported the patient experienced dizziness. Device interrogation found atrial and ventricular undersensing, loss of ventricular capture and high impedances. The leads were evaluated and appeared normal via x-ray. The device was explanted and replaced. At explant, the leads were checked and all parameters were normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed a no output condition, which was the result of lifted bond wires.